Event description:
It was reported that a patient experienced a "surging" sensation that started occurring "about one month ago". It was stated that the stimulation was not helping the patient's headaches either. The patient had the device reprogrammed three times, but had been unsuccessful. It was stated that the patient had notified a medtronic representative about this "3-4 weeks ago". It was reported that the representative was doing all that they could, but it did not seem to be helping. It was noted that the device was programmed so that the patient could control the left side and the right side. It was stated that the left side "worked great", but the right side was causing the surging. It was stated that "it goes full strength and then pulls back". It was noted that there was no pattern to it. It was reported that there were "3 points on the lead that were overpowering but not being used". It was not clear what that meant. It was reported that the representative tried reprogramming different points, but he continued to have issues. It was stated the patient did not have any falls or trauma. There were no x-rays taken. It was stated that the health care provider (hcp) thought everything seemed to be in place. It was noted that the patient had "chreri" which is a tear in the back of his head. Additional information received reported that there was a surging sensation for the patient. It was stated that an x-ray was done, and there was no lead movement noted. It was stated that a company representative saw the patient and found "a couple" impedances were high. The electrode were tested at 0.7v and electrode 9,11, and 15 showed greater than 10,000 ohms. It was stated that the impedances at the time of implant were "good". It was stated that (B)(6) 2013 was the first time the company representative had heard about the surging sensation that the patient feels. The patient had an occipitally placed lead. There were no falls reported. It was stated that they tried to program around the high electrodes, but the patient was still feeling random surging even when sitting in "neutral". The patient was not using any combinations. Electrodes 0-7 were "fine" which was the left side. Electrodes 8-15 "surges" which was the right side. It was stated that the doctor did not want to do a revision if at all possible because the patient had an "extremely difficult time coming out of anesthesia". It was stated that the patient started feeling this "about one month ago". It was reported that the impedances were run again. Electrodes 9, 11, and 15 were run at 1.5v and they were greater than 20,000 ohms. The patient was initially programmed using electrodes 9, 11, 13, and 15. The lead was palpitated and impedances were re-ran. Electrode 11 had impedances in the 1600's. The impedances were run at 3v and electrode 9 was greater than 40,000 ohms and 15 was at 37,127 ohms. It was stated that there was no fluid present. Additional information received reported that there were no changes since (B)(6) 2013. The patient was going to meet with their doctor to discuss a lead replacement.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension . Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).